Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/19/2025, a sales representative reported via phone that during a rotator cuff repair with a biceps tenodesis procedure performed on (B)(6) 2025, three ar-3687 knotless fibertak biceps devices experienced breakage of the metal inserter tines, which remained inside the patient and were not retrieved. The implants were implanted and left in place. No other products were used to complete the case. A 15-minute delay was reported, though it remains uncertain whether additional anesthesia was administered. The ar-3688 knotless fibertak biceps implant system drills prepared the bone socket for implant insertion. Bone quality was assessed as average. No additional surgery has been planned, and no adverse effects have been reported during or following the procedure.